Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. The alleged temperature alarm issue was verified in the pump logs; however, no failure was identified. The alleged pump time issue was not verified. There was not failure identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery shut off unexpectedly. Review of pump data logs by tandem technical support showed that the pump battery dropped from 35% to 5% within minutes prior to the shutdown. In addition, the customer received a temperature alarm and it was noted that the date was inaccurate. The customer was able to clear the temperature alarm and resume insulin therapy. Customer was unsure how the date became inaccurate. The customer's blood glucose level was 230 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.